Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 119 mg/dl. The customer stated that he thought that the insulin pump was refurbished and that he had several issues with it. He stated that the insulin pump had alarmed no delivery, experienced many errors, and consistently had issues despite attempts to troubleshoot. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.